Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during insertion or after the trocar had been inserted, it broke where the cannula and housing meet. The surgeon was applying extreme pressure and it sheared. They were able to extract the cannula out. It was a clean break. No pieces remained in the pt. A new trocar was used to complete the procedure. There was no pt consequence. The device is being held at the account and will not be released.

Manufacturer narrative:
Date sent: 05/08/2009.